Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Event description:
It was reported that approximately 31 months post-implant of a bifurcated device and a limb extension, an endoleak between the limb extension and the bifurcated device was identified. Reportedly, separation between the components was noted, causing the endoleak. The patient was treated with an additional limb extension, which successfully corrected the endoleak. The patient tolerated the procedure well.

Manufacturer narrative:
The device remains implanted in the patient hence, device evaluation could not be performed. Only two still angiographic images were provided for evaluation and reviewed by a clinical representative with this impression: the endoleak, a known complication of evar, was substantiated as well as the secondary procedure. Causal or contributory patient, product or procedural factors, could not be assessed; causal or contributory device defect was found to be inconclusive. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units were consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Corrected data: expiration date.